Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not properly be held. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier instrument would not hold the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. There was a delay of less than a minute. There was no damage noted upon initial inspection. The event caused the clip to fall into the patient and it was retrieved during the same procedure. The type of clip used was a large hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested. The issue occurred on the first clip application attempt. The surgeon used a backup to resolve the issue. There are no photos or videos for review.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was further investigated. The initial findings were not confirmed by the failure analysis engineer. The instrument did not exhibit any damage (bending or otherwise) on the grips. The instrument held the clip perfectly fine and passed the clip test in multiple attempts. No issues were found with the instrument. High magnification optical images and measurements further prove that no bending was observed on the grips.

Event description:
Refer to h10/h11 for follow-up information.